Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the device may have interacted with accessory devices or the patient anatomy during advancement, causing the device to become damaged during advancement/positioning, ultimately causing the reported activation failure; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a unspecified lesion in an unknown vessel. The 2.75x38mm xience xpedition drug-eluting stent (des) was advanced to the lesion and attempted to be deployed; however, during deployment it was noted that the stent failed to expand. The des was removed and the procedure was completed with the used of another stent. There were no reported adverse patient effects nor clinically significant delay. No additional information was provided.